Event description:
Event description cpi received information that this bipolar lead was removed from service due to high pacing measurements and a sensing issue. The physician elected to use an active fixation lead with a steroid eluting tip.